Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this recently implanted pacemaker was in a suboptimal position. Subsequently, the patient underwent a revision procedure, and this device was successfully repositioned. Besides intervention, no other adverse patient effects were reported. This product remains in service. Of note, the implant date of the device was not provided and therefore has bene reported as an estimated date.